Manufacturer narrative:
This case, with patient identifier (B)(4) (aviva system), is related to case with patient identifier (B)(4) (guide system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 320 mg/dl (aviva system) and 145 mg/dl (guide system). No adverse event reported. Return of the suspect device was requested for evaluation.